Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6263614, medical device expiration date: 09/30/2017, device manufacture date: 09/19/2016. Medical device lot #: 6266911, medical device expiration date: 09/30/2017, device manufacture date: 09/22/2016. Medical device lot #: 6295673, medical device expiration date: 10/31/2017, device manufacture date: 10/21/2016. Medical device lot #: 6232734, medical device expiration date: 08/31/2017, device manufacture date: 08/19/2016. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes reported false positive results/erroneous results.